Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Return of the device for investigation was requested, however the customer disposed of the device. The customer did not retain the lot number therefore the manufacture date for this tube cannot be determined. Investigation of the returned sample in related report 2936999-2015-00938 is currently in progress. Results will be provided in a supplemental for that report when the investigation is complete.

Event description:
The patient involved had two shiley tracheostomy tubes whose cuffs would not hold air, and failed consecutively on (B)(6) 2015. After the patient was reintubated with the second tube it failed and the patient was reintubated with a third tube on (B)(6) 2015. There was no failure of the third tube. This report is associated with 2936999-2015-00938 which is regarding the first tracheostomy tube in this report.